Event description:
Healthcare professional reported "bilateral -side rupture implant exchange." Device explanted and replaced. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: a review of the returned device identified device was underweight and yellow particles were observed in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on posterior assessed as a surgical impact opening, non-penetrating nicks in the shell, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Additional report from health professional, capsular contracture, baker grade IV.